Event description:
The facility representative reported a flogard infusion pump with an occlusion. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during device evaluation. The assignable cause was identified as an upstream occlusion sensor that was out of calibration. The upstream occlusion sensor was recalibrated to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.